Manufacturer narrative:
This report is being submitted to relay additional information. Upon follow up with the customer, customer confirmed that the implant was replaced in the same surgery. The event is no longer reportable as a serious injury, it is now meeting the criteria to be reported as a malfunction.

Event description:
It was reported that the implant was replaced in the same surgery.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned and the reported was confirmed following visual evaluation and functional testing. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing was performed with an in-house driver tip ¿ the device could not engage the driver tip. However, the reported event couldn't be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant at tooth site #28 was removed due to damaged threads. Upon torqueing implant into final position, hex portion of the implant stripped and was not able to engage implant with hex drivers.